Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issue. It was reported that the patient's implant does not seem to be doing what it's supposed to be doing and it does not stop the leakage. The patient also reported having a lot of problems working with the patient programmer, which was clarified that she was experiencing poor communication screen. The patient was assisted in resolving the poor communication screen during the report. While reporting the event, the patient increased stimulation from 1.9 to 2.1 and the patient stated she could feel it at first but the feeling was gone now. There were no further complications or anticipations reported with this event.